Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 23 mm portico valve was implanted in a 21 mm epic valve that was implanted in 2010 after the patient presented with stenotic and insufficient aortic valve. It was reported in 2017 that patient had endocarditis and was treated in 2020 for steno insufficiency. Patient is stable.

Manufacturer narrative:
An event of endocarditis was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.